Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), fallopian tube perforation ("left coil went through the tube wall"), device dislocation ("malposition of essure device / essure coil to be misplaced, actually to the serosa of the cornea and into the mesosalpinx on the right side."), genital haemorrhage ("persistent bleeding") and haemorrhagic anaemia ("anemia") in a (B)(6) year-old female patient who had essure (batch no. B53654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1993 and (B)(6) 1987) and hypertension. She denies any shortness of breath.she denies any family history of heart disease. She denies illegal drug use. Concurrent conditions included condom, obesity, penicillin allergy, heart rate increased, chest pain, painful l arm, palpitations, smoker, cough, dizziness, dyslipidemia, esophageal reflux, hematuria, labyrinthitis, lung nodule, neck pain, vertigo, uterine leiomyoma, uterine fibroids, ovarian cyst, bladder mass, bladder neoplasm, chronic fatigue, alcohol use, discomfort and dysfunctional uterine bleeding. Family history included prostate cancer (father), cancer (mother, father) and hearing loss. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2014 for contraception as well as anaesthetics (anesthesia), iron from 2015 to 2016, metoprolol since 1990, omeprazole, pantoprazole since 2015 and ranitidine since 2015. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual cycle") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In 2016, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycle"), hypertension ("hypertension") and dyspepsia ("heartburn"). The patient was treated with panadeine co (tylenol #3), surgery (hysterectomy), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. In 2017, the haemorrhagic anaemia had resolved. At the time of the report, the dysfunctional uterine bleeding, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, hypertension, gastrooesophageal reflux disease and dyspepsia outcome was unknown, the device dislocation, vaginal haemorrhage and menorrhagia had resolved and the alopecia was resolving. The reporter considered alopecia, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspepsia, fallopian tube perforation, gastrooesophageal reflux disease, genital haemorrhage, haemorrhagic anaemia, hypertension, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. Coils not seen due to thick endometrium but device did deploy. There were 3 expanded coils extending into the uterus. There were lot of perforating arteries especially on the right side, with the fibroid being on that side patient underwent robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy as well as right ovarian cystectomy. During the surgery it was thought she may have a low-grade malignancy in the bladder. She was sent to urology and cystoscopy and biopsy were done. Patient reports biopsy was negative. Urine dipstick showed small amount of blood. However microanalysis was negative. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Haematocrit (63.0 - 53.0 %) - on an unknown date: 32.6 % (depressed) haemoglobin (12.0 - 17.5 g/dl) - on an unknown date: 9.7 g/dl (depressed) hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion mean cell haemoglobin (26.0 - 34.0 pg) - on an unknown date: 22.6 pg (depressed) mean cell haemoglobin concentration (31.0 - 37.0 g/dl) - on an unknown date: 29.6 g/dl (depressed) mean cell volume (78 - 100 fl) - on an unknown date: 76 fl (depressed) pregnancy test - on (B)(6) 2010: negative. On (B)(6) 2014 patient underwent hysterosalpingogram test tesulted in bilateral complete tubal occlusion. There was no spillage of contrast into the right peritoneal cavity indicating fight tubal occlusion. There was no spillage of contrast into the left peritoneal cavity indicating left tubal occlusion. Uterus findings: no masses noted. Patient having abnormal low range of rbc 4.27m/ul and abnormal highr row 17.9 % on (B)(6) 2016 patient had pelvic sonography : heterogeneous mildly enlarged uterus with bulky fibroid along the right uterine fundus. On (B)(6) 2016 : esophago-gastro duodenoscopy: normal ego. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysfunctional uterine bleeding (in the initial case the genital bleeding was reported.) Most recent follow-up information incorporated above includes: on 14-feb-2018: reporter added, lot number received,patient historical and concomitant condition added, concomitant drug and treatment drug added, lab data added, indication added, events added as follows:- device dislocation, vaginal haemorrhage, menorrhagia,dysmenorrhea, hair loss, abdominal pain lower, menstruation irregular, anemia, hypertension,gastrooesophageal reflux disease, dyspepsia, dysfunctional uterine bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.